Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment for an isolated right common iliac artery aneurysm and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system. The patient tolerated the procedure. Final angiography identified a decreased blood flow in the left internal iliac artery (liia) and showed the liia had been unintentionally partially obstructed the contralateral leg component. No treatment to correct the partial coverage was performed. The patent tolerated the procedure and will be monitored by the physician. The physician suggests during angiography the length to the bifurcation of the liia was miscalculated.